Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A health care provider (hcp) reported the recharger was blank and not charging when plugged into the desktop charger. The desktop charger had a green light and the connector pin was not loose or broken. The patient was not able to reset the recharger. Since (B)(6) 2016, the patient had a sudden return of symptoms. The patient was lethargic and they could not stand. On the following day, the hcp reported the connector pin was bent on the desktop charger and the new recharger they received was not able to be charged. On 2016-02-09, the hcp reported the patient received the new equipment and adhesive stickers. The equipment was set up and the patient's implantable neurostimulator (ins) was charged to 100 percent. The patient was now receiving therapy. The hcp stated the ins was very low and the patient did not really have any symptoms. The ins was recharged without difficulty. The patient's indication for use is parkinson's dual.